Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited noise and low out of range pace impedance measurement less than 200 ohms. Ts discussed troubleshooting and programming options. It was noted this patient primarily needs the implantable cardioverter defibrillator (ICD), and is very rarely paced. Plans are to replace the rv lead at an unknown date. No adverse patient effects were reported. At this time, the lead remains implanted and in service.

Event description:
It was reported that this right ventricular (rv) defibrillator lead exhibited noise and low out of range pace impedance measurement less than 200 ohms. Ts discussed troubleshooting and programming options. It was noted this patient primarily needs the implantable cardioverter defibrillator (ICD), and is very rarely paced. Plans are to replace the rv lead at an unknown date. No adverse patient effects were reported. At this time, the lead remains implanted and in service. Additional information revealed the lead was surgically abandoned, and subsequently a new lead of a different model was successfully implanted.